Event description:
Unable to remove the anti-reflux valve on the end of ng [nasogastric] tube. Attempted to remove with hemostats and valve broke in half. Eventually able to remove after valve broke into three pieces. 20ml of air instilled into blue reflux valve port on ng, and anti-reflux valve replaced per directions given on the packaging.